Event description:
It was reported that a dissection occurred. The patient presented with myocardial infarction (mi). The target lesion was at the distal right coronary artery (rca). A 2.75 x 20 mm agent drug-coated balloon (dcb) was selected for percutaneous transluminal coronary angioplasty (ptca). Following predilatation with a 2.0 mm nc balloon, the agent balloon was then advanced to lesion for inflation. During the one-minute inflation period, the patient developed low flow and st-segment elevation, prompting the physician to halt the procedure. It was noted a dissection at the lesion site; stent was deployed to cover the dissection and successfully complete the procedure. There was no further patient complications reported. The patient remained stable post-procedure, was closely monitored, and made a full recovery.